Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a cut on the cable and a smashed connector tip. The evaluation was unable to reproduce the reported issue however, the color bar on the screen was due to a faulty charged coupled device. Finally, the serial plate was found to be faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head had a b30 scope communication error with multiple scopes. The device was power cycled and once it was plugged in, it did not show any error codes throughout the entirety of the case. The staff had to retrieve a secondary olympus tower since the primary tower gave the error. The issue was found during a therapeutic transurethral resection of the prostate procedure. The device failed in the beginning of the procedure when the light and video cable was plugged in. There was a slight delay in the procedure however, there were no reports of patient harm. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a charged coupled device failure. It is likely that the procedure was delayed due to replacement of the device. Olympus will continue to monitor field performance for this device.